Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used stimulation nor recharged their scs system in over a month due to resolved pain. Reportedly, the ipg would no longer communicate with external devices and the patient programmer displayed an error message. Subsequently, the ipg was deem inoperable by the company representative. As a result, surgical intervention is pending as the next course of action.